Event description:
Per the clinic, the device was explanted on (B)(6) 2023. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
It was also reported that the patient developed an infection at the implant site. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was treated with IV antibiotics (specific date and duration not reported).